Manufacturer narrative:
A third-party service agent evaluated the customer¿s device. The reported issue was able to be verified and was able to be duplicated. It was determined that the cause of the issue was failed/faulty therapy pcb. The therapy pcb was replaced to resolve the issue. The device passed functional and performance testing and was returned to the customer.

Event description:
A customer contacted stryker to report that their device took too long to charge the energy for the discharge. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient involvement reported with the event.

Event description:
A customer contacted stryker to report that their device took too long to charge the energy for the discharge. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.